Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer stated that the blood glucose was 416 mg/dl. Customer reported blood glucose was running high no matter how much insulin they were giving. The product will not be returned for analysis.